Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, they set the device and the status indicators of handle, adapter, and reload were all illuminated green. On the first firing for left lower lobectomy, they connected reload to the adapter and the surgeon started to fire, however the firing was stopped at once. The surgeon pushed the center control button down, however the clamp cover was not advanced. The surgeon pushed the same button again but to no avail. The surgeon claimed that the tissue was not thick. The surgeon opened a new reload and connected it to the same adapter and the firing was completed without problem. The following 5 firings to vessel and bronchi were completed with no problem. No excessive force indicator was not shown in the display screen. They said the tissue was not thick. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle/button had been partially compressed. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.